Manufacturer narrative:
.

Event description:
It was reported that the newly implanted pump was not primed on the back table. The hcp aspirated 7ml from the catheter and connected the pump to the aspirated catheter. No patient symptoms were reported.